Event description:
It was reported that the patient presented with syncopal episodes and while attempting to interrogate the device, the patient went asystole. It was noted that only a few weeks earlier, the device had registered six months of longevity left on the battery, yet at the time of the event, the battery was at end of life. The patient was taken to the catheterization lab immediately where the device was explanted and replaced. During the procedure, it was noted that the right ventricular (rv) lead measured low impedance and was thought to have helped to drain the device battery so quickly. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated that the battery had normal battery depletion and met expected longevity.